Event description:
It was reported that after safestep hub connected with lili luer lock set for tarozin infusion for 3 days later, the connection site was found leak. Then change a new lily set, the leakage was found on the same connection site on the 2nd day. No other information

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set connection was confirmed and the cause appears to be use related. The product returned for evaluation was a one 20ga infsion set extension tube and luer adapter. The investigation findings are consistent with damage accumulated through gradual deformation due to continuous outward-radiating stress within the luer hub orifice, also known as material creep. Likely sources of the stress include slip-fit style male luer adapters such as those found on some i.v. Administration sets and syringes. The returned product sample was evaluated and the characteristics observed which supported this type of failure included: the luer hub orifice was found to be out of iso tolerance using a calibrated taper gauge. Usage residue was seen throughout the sample. Lack of mechanical damage on the luer hub. Leakage from the luer hub was confirmed during infusion testing. The evidence suggests that a tapered object was forcefully inserted into the luer hub orifice then left in place, resulting in gradual widening, or creep, of the luer hub material. This type of failure was replicated at bas using 5 iso compliant slip-fit adapters and 5 non-complainant infusion sets. A combination of use of slip-fit style adapters, the force with which those adapters were inserted, and the duration of insertion resulted in this type of slow luer hub deformation. Creep deformation takes place over days; however, the rate of deformation depends upon the force used to insert the taper. This type of damage may possibly be mitigated by reducing the insertion force and/or using luer-lock style adapters. A lot history review (lhr) of asdss0220 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the connection between the infusion set and the administration set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 20ga x 0.75¿ safestep safety infusion set. Fluid residues were observed and the safety mechanism was engaged. A luer-lock administration set was attached to the luer adapter. A bead of fluid was observed on the finger tab of the luer. It appeared that the bead of fluid emanated from the infusion set/administration set joint. While what appeared to be leakage was observed in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include luer adapter damage and use of a non-iso compliant administration set. A lot history review (lhr) of asdss0220 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after safestep hub connected with lili luer lock set for tarozin infusion for 3 days later, the connection site was found leak. Then change a new lily set, the leakage was found on the same connection site on the 2nd day. No other information.